Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump stopped working as it got wet. She went swimming and water went on it. None of the buttons are responding on the device and fluids are under the screen. Customer's blood glucose was 365 mg/dl. The device was exposed to pool water. Customer is unable to open the battery cap. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, moisture damage was found on the motor and electronics. The insulin pump has cracked case at the display window corner, battery tube threads, broken reservoir tube lip, cracked belt clip slot, minor scratched, cracked display window and stripped battery cap coin slot.